Event description:
It was reported that during a right hemicolectomy procedure, when surgeon fired the device, the stapler jammed. The surgeon brought back the firing trigger, opened the device and noticed the reload had been damage which is why the sled locked out. A new same like reload was used to continue the case. Procedure was delayed by five minutes. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one sr75 cartridge was received fully loaded with staples, and the cartridge deck damaged. No functional test was performed due the condition of the cartridge. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.